Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2019 by the journal of shoulder and elbow surgery, titled ¿can a functional difference be detected in reverse arthroplasty with 135 versus 155 prosthesis for the treatment of rotator cuff arthropathy: a prospective randomized study". The study reviewed sixty-eight (68) patients who underwent reverse total shoulder arthroplasty (rtsa), to address irreparable rotator cuff tear and/or severe glenohumeral joint osteoarthritis, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, one (1) patient experienced implant failure/breakage. Source: gobezie r, shishani y, lederman e, denard pj. Can a functional difference be detected in reverse arthroplasty with 135 versus 155 prosthesis for the treatment of rotator cuff arthropathy: a prospective randomized study. Journal of shoulder and elbow surgery. 2019;28(5):813-818.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.